Manufacturer narrative:
A significant number of error messages were generated by the analyzer prior to the complaint, suggesting the analyzer had issues. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors, however customer continued testing, and was not running periodic qc according to manufacturer's instructions. No reported harm or injuries occurred as a result of this issue. Corrosion was noted on sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Magellan's evaluation of the customer's returned analyzer replicated the analyzer errors but no qc testing could be performed. Magellan provided the customer with a new instrument, additional training, and additional information on proper analyzer maintenance. No further issues of this nature have been reported by this customer. (B)(4).

Event description:
Customer was encountering numerous error codes 102 on the analyzer. The analyzer does not generate results when these types of error codes occur.